Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2024, a patient presented with grade 5 tricuspid regurgitation (tr) and an enlarged atrium for a triclip procedure. It was noted imaging was challenging due to the patient's dilated right atrium and difficulty with the imaging equipment. One clip was implanted. During positioning with the second clip, slight contact was made with the first clip. A single leaflet device attachment (slda) was observed with the first clip. The septal leaflet was detached. The second clip was implanted, and an additional clip to stabilize the slda and further reduce the tr. The final tr was reduced to grade 2. Per the physician, the clip-to-clip interaction caused the slda.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported device damaged by another device (caused damage) appears to be related to procedural condition. The reported poor image resolution was due to the patient's dilated right atrium and difficulty with the imaging equipment. There is no indication of a product issue with respect to manufacture, design or labeling.